Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) : the device was returned and analyzed and analysis revealed no anomalies.

Event description:
It was reported that the device was set to high output. The physician elected to replace the device and a new device was implanted. No patient complications have been reported as a result of this event.